Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1222t, competitor lead, 1994-03-22. 1038t, competitor lead, 1994-03-22. (B)(4).

Event description:
It was reported by the patient that something changed the pacemaker. The lady checking the device was very concerned. The patient understood they turned off a competitor lead in the lower chamber due to the device losing battery. The patient also reported doing a device check and the remote monitor was not working as it was supposed to. The monitor took too long and the pacemaker is losing battery. The device and remote monitor remain in use. No patient complications have been reported as a result of this event.